Manufacturer narrative:
Customer quality conducted a review of the provided x-rays. It was reported the patient was revised to a 95 degree blade plate and unknown screws to address a new femur fracture. The supplied postoperative x-ray was reviewed and the complaint condition was confirmed as the plate does appear to have been broken. Whether or not the complaint condition was able to be replicated is not applicable for post-operative implant failures. As the device was not returned an as received, dimensional, material or drawing reviews are not applicable. No device history review was able to be completed as the device¿s lot number is unknown. The system risk document was found to adequately address the complaint condition based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown condylar plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Initial reporter facility name, address and contact information was not provided for reporting. This report is for one (1) unknown condylar plate. PMA/510(k) number is not available. Patient code used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient underwent revision surgery due to femur fracture and broken plates. Patient was revised to new 95-degree blade plate and unknown screws to address the new femur fracture. On an unknown date it was identified that the patient had a non-union and that the 95-degree blade plate broke post-operative. The x-rays identified a broken 95-degree blade plate. On an unknown date, patient underwent revision surgery due to broken 95-degree blade plate. Patient was revised to 95-degree blade plate. Patient and surgery outcome were not reported. This complaint captures the revision due to broken 95-degree plate. (B)(4) captures the revision surgery due to femur fracture add broken plates. This report is for one (1) unknown condylar plate. This is report 1 of 1 for (B)(4).